Manufacturer narrative:
No additional information is available at this time. If additional information becomes available this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead pulled back. The outputs on the device were programmed to 6.5 volts. A lead revision was performed and the rv lead was repositioned. No additional adverse patient effects were reported.